Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's nurse that the customer's insulin pump is not working and passed self-test. The nurse stated tried to treat with 2units and not delivering insulin; restarted pump and now it seems to be working. The customer's blood glucose ranged between 600mg/dl-771mg/dl. The customer was hospitalized and was treated with IV drip. The customer was wearing the insulin pump during hospitalization. The insulin pump failed high pressure test. The pump failed as completed 5units and no insulin ejected without a no delivery alarm. The pump was tested again for high pressure test before getting a no delivery alarm. Advised customer the pump was working.